Event description:
Patient was in a critical state needing to be moved to the ICU. Datex-ohmeda monitor was used all the time during transport with ECG 3 lead cable. At the department cardiologist discovered that ECG waveforms on their elecrocardiographs monitor (non-datex-ohmeda device) were totally different. Qrs wave was flat or very arrhythmic; flat wave with deflated qrs at 30 bpm, when the monitor (d-o as/3) displayed qrs at 57bpm. Datex-ohmeda monitor displayed an ECG curve with heart rate readings. According to the customer, ECG waveforms on datex-ohmeda monitor are normal, no alarm. Femoral and carotid pulses were checked. The customer stated that there was monitor manlfunction and it affected to immediate diagnosis. Patient died but it was not alleged due to device malfunction. Monitor was withdrawn from the department.